Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there were questions regarding saved episodes and that the remaining longevity decreased fro 8 years to 5.5 years. Boston scientific technical services (ts) was unable to provide device analysis or programming recommendations based on the limited amount of information from the field. No adverse patient effects were reported.